Event description:
The customer reported false reactive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2025, sample ID: (B)(6) b-hcg result was 484.99 miu/ml (positive) and this result was questioned by the patient¿s healthcare provider. On (B)(6): a new sample (sample ID: (B)(6) was collected and generated a result of <2.3 miu/ml (negative). Repeat result was <2.3 miu/ml(negative). The customer retested the original sample (B)(6), as well as another tube from the same collection and both generated a result <2.30 miu/ml (negative). The 3 samples were also processed on the roche cobas equipment with a result of 0.100 (negative). The customer did a precision test with 10 replicates with the patient samples and all results were <2.30 miu/ml (negative). There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 68017ud00. Device history record review did not identify any non-conformance's, potential non-conformance's or deviations associated with the complaint lot or complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. In this case, the initial false elevated result is due to a sample integrity issue. For accurate results, serum and plasma specimens should be free of fibrin, red blood cells, and other particulate matter. Inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. To prevent cross contamination, use of disposable pipettes or pipette tips is recommended. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity I total b-hcg, lot: 68017ud00.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). This report is being filed on an international product, list number 07p51-30 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I total b-hcg generated from alinity I processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6), b-hcg result was 484.99 miu/ml (positive) and this result was questioned by the patient¿s healthcare provider. On (B)(6): a new sample (sample ID (B)(6) was collected and generated a result of <2.3 miu/ml (negative). Repeat result was <2.3 miu/ml(negative). The customer retested the original sample (B)(6), as well as another tube from the same collection and both generated a result <2.30 miu/ml (negative) the 3 samples were also processed on the roche cobas equipment with a result of 0.100 (negative). The customer did a precision test with 10 replicates with the patient samples and all results were <2.30 miu/ml (negative). There was no reported impact to patient management.